Manufacturer narrative:
(B)(4).

Event description:
Three months ago, the distal catheter was replaced; the reason was not provided. Following the replacement, the pt never had therapeutic effect. The pt's dose was increased from 100 mcg/day to 600 mcg/day. The physician was not sure if the dose was high enough because the pt was on a high dose prior to the revision. As a precaution, they planned to do diagnostics to determine that the system was functioning. It was also noted that the pt had a seroma following the catheter revision, but it had since healed. The device system was used to deliver lioresal. Add'l info has been requested and a f/u report will be sent if add'l info becomes available.